Manufacturer narrative:
(B)(4).

Event description:
The patient treated herself by drinking lemonade and eating something. Within 20 minutes she felt well again.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated the cgm was displaying a value pf 380 mg/dl. Based on the cgm reading, the patient treated herself with insulin. A finger stick reading was not taken at the time of event and the patient stated she collapsed. The patient believed that the cgm values were incorrect and removed the sensor. She stated she was able to treat herself after she collapsed to bring her blood glucose values back up. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). No additional event or patient information is available.